Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
The patient contacted animas on (B)(6) 2013, reporting that up and down arrows do not always respond to presses. The patient reported that the keypad seems to be separated from pump between where the up and down arrows are. The patient does not know what occurred first, the damage or the tactile changes. The patient reportedly wore the pump exterior to a garment and uses a dry q-tip to clean dust from near the battery cap but does not use any water to clean the pump. There is no reported adverse event with this complaint. This report is made based on the allegation of the keypad response issue.

Manufacturer narrative:
Follow-up #1 (B)(4) - device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: evaluation revealed that the rubber keypad was intact. All of the buttons responded appropriately. Evaluation revealed there was contamination under all button contacts.